Manufacturer narrative:
(B)(4).

Event description:
No product was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, patient reported a pairing failure. No product was provided for evaluation. Data was provided for evaluation. Data review confirmed the reported event of pairing failure. The root cause was determined to be loss of connection. The reported issue of pairing failure is reportable based on the finding of permanent connection loss. No additional patient or event information is available.